Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently boluses did not deliver as intended. There was no reported impact to the customer's blood glucose level. Pump data was reviewed by tandem technical support and indicated that the pump functioned as intended. Customer alleged pump functioned as intended after pump date was uploaded for review. Customer declined further troubleshooting from tandem technical support.